Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery alarm or occlusion tests due to the prime/fill anomaly. The motor was tested outside the device and it passed. The pump also had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window and missing end cap sticker.